Event description:
Procedure: laparoscopic repair of right inguinal hernia and repair of umbilical hernia. The surgeon was using a ligamax 5 mm clip applier and every staple he applied ended up being crisscrossed and not closing properly. Another clip applier was opened and functioned properly. Another clip applier was opened and functioned properly. No harm to pt.